Manufacturer narrative:
The insulin pump had cracked casing at the display window corners, cracked battery tube threads, minor scratches on the lcd window, cracked lcd display window, and a missing end cap sticker. The device was received with no button response due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had cracks around the display window. No further details were provided. The insulin pump was returned and replaced.